Event description:
The event occurred in canada. According to the information received, needle holder snapped after 1st use. No injury to patient reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).